Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly reset multiple times during basal and bolus delivery. Customer resolved the resets by loading either the same cartridge or a new cartridge. There was no impact to the customer's blood glucose level. Customer reverted to an alternate pump and insulin pens for management of blood glucose levels.